Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, d6b, g2, h6.

Event description:
Healthcare professional reported left side rupture was found via ultrasound, but the device was found intact upon explant. Healthcare professional also reported left side capsular contracture baker grade ii, "concerns about breast implant illness (bii)", "animation deformity and lateral pocket displacement", and "hernia", which is not device-related. Device has been explanted and replaced. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient reported left side rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.